Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self test and would intermittently not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report of "intermittent power" was observed and attributed to a transient voltage suppressor diode on the dock connector board. The dock connector board was replaced to resolve the report. The customer's report of "self test failed" was not replicated or confirmed. Review of the device log found no indication of a self test failed. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend